Event description:
It was reported that the patient developed endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted and a temporary pacing lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Concomitant products: 7122, lead, (B)(6) 2013; competitor lead, (B)(6) 2008; 435-05, competitor lead, (B)(6) 1996; 4081-58, lead, (B)(6) 1996. (B)(4).